Manufacturer narrative:
(B)(4). Batch # r5997m. Device analysis: the analysis found that one ec45a device was returned with no apparent damage and with two ec45a reloads present. The reload were received partially fired 1/10. The returned device and cartridge reloads were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that the staples malformed. During the vats lobectomy of right lower lobe, when severing the bronchi, after fired, found the staples malformed with irregular shape. Another device was used to complete the surgery. There were no adverse consequences to the patient.